Manufacturer narrative:
Two activated ch200s-pc spinning spiros were suggesting that they had been connected and then disconnected. Each of the returned ch200s-pc spinning spiros were visually examined and functionally tested and each met product performance and design expectations. Though the complaint was able to be confirmed a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a spinning spiros® closed male luer, purple cap clave spinning spiros was noted to be ¿disconnected in patients¿ bed (pediatrics) meaning that cytoxic had been leaked and left in a puddle in patients' bed". The event was noted during the use of a patient for 30 mins with a cytoxic drug. Someone became aware of the event due to wetness noted in bed and disconnection. Another product involved at the time of the event was a dedicated line alaris gp. Products in cytotoxic line in order from central line/patient (with needlefree luer attached) codan needlefree minibore extension set bc 2042 (ref (B)(4))- braun discofix c three-way tap (ref (B)(4)) codan needlefree luer activated valve (ref (B)(4)) codan bifurcated mini bore extension set bc 21748 (ref (B)(4))- to allow hydration/fluids to be attached on another line- not always added if the patient is just having day chemo and not requiring fluids to be administered down this lumen. ICU medical spining spiros (ref (B)(4)) alaris gp volumetric set. No filter (ref (B)(4)) ICU medical 17¿ appx 5.4 ml, bifuse add-on set with chemo-lock (ref (B)(4)). Then bags on top. This is the same setup for our other non-chemo patients minus the sprios and bifuse add-on with chemolock and adding a burrette (bd smartsite add-on burette set-ref (B)(4)) into the line between the bag and gp line. There was a delay in therapy however no patient harm was reported.

Manufacturer narrative:
The device was returned for investigation, the evaluation is pending. (B)(6).